Event description:
Additional information was received on(B)(6)-2021 from the healthcare provider who reported that they suspected some kind of intra-canal congestion was the cause for the inability to aspirate. The patient underwent catheter revision on (B)(6)2021. The surgeon attempted to first lower the level of the catheter tip to get flow, came down several levels and finally removed and replaced the catheter. The new catheter also did not drip once it was ascended to approx. T2-t3. The surgeon pulled it down to t9-t10 and it finally did drip. Currently the patient was stable and getting therapeutic effect.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was currently receiving baclofen with concentration 1000 mcg/ml at an unknown dose rate via an implantable pump for spinal cord injury / disease and intractable spasticity. It was reported that the patient is having these weird symptoms that they had also experienced back in 2015. Refer also to MFR report # 3004209178-2020-22052 regarding prior 2015 event. The patient would feel weird when moving, and then when he laid down or sit it would go away. It was further noted that they had replaced the catheter and pump in (B)(6) of 2020 due to finding they could not aspirate from the catheter. Refer also to MFR report 3004209178-2020-11173 regarding prior event associated with device replacement in (B)(6) of 2020. It was further reported that the patient was now in the same scenario from 2015 and (B)(6) this summer. They could not aspirate from the catheter in clinic, so they were at the hospital doing a dye study. The dye study was however unable to be performed. No further patient complications have been reported as a result of this event. Additional information was received via a company representative on (B)(6) 2020. Regarding the current status of the affected device, a dye study was attempted but they were unsuccessful at aspirating from the catheter access port (cap). As a result, the patient was now scheduled for a revision. Additional information was received from a healthcare provider via a company representative on (B)(6) 2020. The patient¿s name, patient¿s date of birth, and pump and catheter serial number associated with the event were clarified. It was noted that the patient¿s nurse practitioner (np) indicated that after the replacement of the pump (pump and catheter replaced on (B)(6) 2020) the pump seemed to function well for the first few months and then they started having problems with aspirating from the catheter access port (cap). The date (B)(6) 2020 is considered an approximate date of event (specific year known only). The patient felt withdrawal symptoms according to the np. The dye study was unsuccessful as they were unable to aspirate. The cause of the inability to aspirate was not determined. Regarding if the revision had been scheduled/performed yet it was noted that as of (B)(6) 2020, the company representative did not have this information. The patient¿s body weight at the time of the event was not recorded.